Manufacturer narrative:
P-cap or reservoir locks properly into place. After battery installation device gave an unexpected partial display due to cracked lcd glass. Device passed displacement test and self test. Device received with missing display window cover, pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated insulin pump had patches of spots on the screen. Customer stated screen rubber protector came off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.